Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot #: p901998 h3, h6: analysis was performed for product: 9735821, lot number: p901998. It was reported that the returned positioning sensor unit (psu) contained scratches on the housing <(>&<)> lenses. A check of the event log showed intermittent firmware incompatibility. The psu also failed an accuracy test (aak) at .941mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that a manufacturer repres entative (rep) requested a preventive maintenance (pm) check on the system. Analysis on the returned camera found that it failed an accuracy test (aak) at .941mm with a passing threshold of .250mm. There was no patient involved.